Manufacturer narrative:
This report was submitted in error. The device is not distributed in the united states. Please disregard.

Event description:
It was reported via clinical study that the patient had local signs of inflammation and pain and fever led to synovial fluid sampling which revealed infection with meti-oxacillin-resistant staphylococcus aureus. The patient¿s outcome was last known as resolved (B)(6) 2018. The case report form indicates this event is definitely not related to device or procedure.

Manufacturer narrative:
Concomitant medical products: tibial insert 02-012-38-3015.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d7a g1 g4: 510k unknown h6 the following sections were corrected: d1 h6 based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6 based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the event involved a device that is not marketed in the united states, nor has a similar marketed device in the united states. As a result, this complaint event is no longer considered reportable to the FDA and this report may be disregarded.